Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that they obtained discordant, falsely low ca125, ca19-9, cea and psa results on multiple patient samples on an advia centaur xp instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse analyzed the instrument and replaced aspirate 4 tubing, verified that the wash station was operating normally, replaced bleach valves 66 and 67, calibrated and ran quality controls (qcs), which resulted acceptably. The cause of discordant, falsely low ca125, ca19-9, cea and psa results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant falsely low cancer antigen 125 (ca125), cancer antigen 19-9 (ca19-9), carcinoembryonic antigen (cea) and prostate specific antigen (psa), patient sample results were obtained on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca125, ca19-9, cea, and psa results.